Manufacturer narrative:
Evaluation of the returned lantern revealed that the distal tip was slightly misshaped and had an ovalization. This damage was likely incidental to the reported complaint and may have occurred from use during the procedure. The lanterns tip shape was measured with a tip shape template and was within specification. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. (B)(4).

Event description:
The patient was undergoing a medical procedure in the internal iliac artery using a lantern delivery microcatheter (lantern). It was reported that the lantern did not look properly configured at 90 degrees upon from removal from the packaging. During the procedure, the physician attempted to advance the lantern in the patient; however, the lantern configuration was not correct. Therefore, it was removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.